Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was a bogus failure and the sensor detected open when it was closed. A field service engineer adjusted the hasp and latch and replaced the controller. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager keeps failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.